Event description:
Hollow fiber oxygenator in use during cardiopulmonary bypass leaked blood from gas transfer fibers. Leak was sufficient to warrant changing out the device to a different device during procedure. Change out occurred without incident and no adverse consequences observed in pt parameters.